Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery is bad. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. The customer ordered a replacement battery and performed the repair themselves. Unit passed all functional and safety tests per factory specifications.